Event description:
It was reported that the pump volume or vibration was too low. Customer's blood glucose (bg) level was high, although specific value was not given. The customer administered a bolus via the pump to address their bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.